Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse opened the septum needle-free closed infusion connector during the preparation of the infusion. After connecting, the infusion connector was found to be leaking and could not be used normally. The infusion connector was replaced with a new one. No problems were found after inspection. Infusion can be used normally.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse opened the septum needle-free closed infusion connector during the preparation of the infusion. After connecting, the infusion connector was found to be leaking and could not be used normally. The infusion connector was replaced with a new one. No problems were found after inspection. Infusion can be used normally.